Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation-rupture.

Event description:
Patient reported left side rupture. The device has been explanted.